Manufacturer narrative:
Additional information was added to a1, b3, b6, b7, h6, and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked below the chamber. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.